Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned sample. The reported condition for this incident was that during a roux-en-y procedure the needle detached. The visual inspection of the sample noted no sutures and one needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, the needle was received without suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, no abnormalities were noted. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. The returned sample as received was found not to meet quality release specifications after application in the clinical setting, and due to the received disengaged needle, the reported condition was confirmed. The file was concluded to be could not be reliably determined. The probable root cause was determined to be excessive tensile force applied to the reload. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. The file will be closed as could not be reliably determined for the reported condition of a detached needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the suture came out of the needle. To correct the condition a new reload was used. No adverse events have been reported.